Event description:
It was reported by an attorney that the patient received multiple inappropriate therapies and woke up from the shocks confused. The lead remained implanted. No further information is available.

Manufacturer narrative:
(B)(6).